Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from october 28, 2013 to october 29, 2013. Evaluation summary: the device was received for evaluation. A visual inspection was performed and found no evidence of a missing blue tip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing a blue winged luer cap. There was no patient involvement. Additional information was requested and is not available. This is medical device report 4 of 6.